Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed false downstream occlusion during testing. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported false downstream occlusion which was reproduced through troubleshooting of the device. A review of the event history log identified multiple downstream occlusion messages. The cause was determined to be out of specification force sensor. The force sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.